Event description:
It was reported the insulin pump alarmed button error. Customer does not know blood glucose level. Customer was advised to discontinue use of the device to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.